Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report of no power-up was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance, and defibrillation cycling without duplicating the report. An internal inspection resulted in no findings. The device was recertified and returned to the customer. The customer's report of the device prompted a self-test failed message was observed during review of the device logs. However, the device was put through extensive testing without duplicating the report. The main board was replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up and prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated. Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.